Event description:
Pt reported pump malfunction. Pt reported the problem is the lock switch will not stay locked, even the rn could not get it to work either. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv - 26ng/kg/min. IV remodulin pt via solis pump. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes - if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension.